Manufacturer narrative:
The patients included in this study were treated with negative pressure wound therapy during the (B)(6) 2008 to (B)(6) 2011 time period. It is unk when the events occurred as this info has not been provided. The physician stated, "our data suggest that the use of npt [negative pressure therapy], applied to primarily closed wounds, is associated with decreased incidence of these morbidities [potential reoperation]. Based on info provided, it cannot be determined that the alleged skin flap necrosis is related to v.a.c. Therapy. There have been several unsuccessful attempts made to gather additional info, but there has been no response. It is unk what medical or surgical intervention was performed for the skin graft necrosis.

Event description:
Kci received article, gassman, a., et al. Positive outcomes with negative pressure therapy over primarily closed large abdominal wall reconstruction reduces surgical site infection rates, hernia" the journal of hernias and abdominal wall surgery, 10/2014. Doi: (B)(6). That reported three patients experienced skin flap necrosis while on vac therapy. No additional info is available. The unit's type of serial numbers were not provided, therefore, kci cannot conduct device evaluations of the units. Kci has not been able to obtain sufficient info.